Event description:
The customer reported a blue fluid leak of approximately 5 ml in volume on the right side of the coulter lh 750 hematology analyzer . The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) observed pin hole leak in the 0.06 sample line connected to the diff mix chamber. The fse replaced tubing resolving the leak. Failure mode is related to pin hole leak in the 0.06 sample line connected to the diff mix chamber. (B)(4).